Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that the patient presented for device upgrade, the pulse generator exhibited programming phantom. The device was explanted and replaced successfully. The patients condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.